Event description:
Treatment of a small aneurysm measuring 6mm located in the para-ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. The first pipeline (5mm x 18mm) did not fully cover the aneurysm; therefore, it was removed from the patient. During the deployment of the second pipeline (5mm x 18mm), it was reported that angioplasty (an option presented in the instructions for use, u.s.) With a hyperglide balloon was performed on the middle portion of the pipeline in order achieve full wall apposition. The patient was reported to be in stable condition and was extubated.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).